Manufacturer narrative:
Corrected data: b5: "this occured on (B)(6) 2020". Should be "this occured on (B)(6) 2020" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found the haptic torn with foreign debris on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+2.5/093 (sphere/cylinder/axis) into the patient's right eye (od), it was torn. This occurred on (B)(6) 2020 and the lens was implanted and removed intraoperatively. On (B)(6) 2020 an alternate lens was successfully implanted and the problem is resolved.